Event description:
It was reported that the customer experienced a blood glucose (BG) level that was displayed as "High", although specific value was not provided. Customer addressed elevated BG by a correction bolus via the pump. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.